Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as a known issue with partially driven lines most likely caused by residues on the screen. The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen. The issue resolved after installation of improved touch screen configuration.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr cleaned the touch screen to remove residual film left by cleaner solution. Upgraded software to v 6.0.1300.0. Run verification process all tested ok according to factory specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us is alarming with frozen screen and unable to turn off. The customer forced reset the unit from the provided in instruction to power down the ventilator. At this time, there is no information regarding patient involvement associated with the reported event.